Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the (B)(6) national joint registry ((B)(6)). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices no information provided in the following section(s): race and test dates.

Event description:
As reported by (B)(6) national joint registry ((B)(6)), a (B)(6) y/o, male patient underwent primary total prosthetic replacement of the left knee on (B)(6) 2007. The indication for the index procedure was osteoarthritis. On (B)(6) 2008, approximately 13 months post implantation, the patient underwent revision due to detachment of device or device component (component dissociation). Follow-ups for additional information cannot be performed for this complaint, information was submitted as complete by the (B)(6) national joint registry ((B)(6)); there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided. These devices are used for treatment not diagnosis. There has been no patient medical history/information provided; therefore, the patient risk/clinical factors cannot be assessed.

Manufacturer narrative:
This event is a duplicate of 1038671-2020-00110. Please disregard.